Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that post lens implant in the right eye, iol exchange is planned due posterior lens vault resulting in hyperopic outcome. Reportedly, lens re-positioning was performed on (B)(6) 2016 without successful outcome. There was no loss of bcva. Current prognosis described as ¿patient requires iol exchange to achieve desired outcome. Planned iol exchange to multifocal iol based on visual demands.¿ no other information is available.

Manufacturer narrative:
The lens was not returned to bausch + lomb; therefore, a product evaluation could not be performed. The device history records (DHR) were reviewed and there were no non-conformities or anomalies related to the reported event. Based on available information, a root cause for the reported event could not be conclusively determined.

Event description:
The lens was exchanged at an unknown date for another manufacturer¿s lens.